Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 4 of 8 MDR's filed for the same event (reference 1825034-2016-00076 / 00077 / 00078 / 00079 / 00080 / 00081 / 00082 / 00083).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right hip arthroplasty on (B)(6) 2007. Subsequently, patient began experiencing possible allergic reaction in legs, feet and hands on an unknown date in 2011 or 2012. No further information has been reported. This report is based on allegations set forth in patient&#62688;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.